Event description:
The customer reported while running a hepatitis assay, summit sample handler did not pipette enough reagent in rows b through e in position 9 and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.